Event description:
Right temporal biopsy case using a electro surgical unit flash fire occurred during the 2nd pencil to pt contract while performing the procedure. The fire ignited as a result of a possible sprak/arcing, pure oxygen pt's mask, drapes were ignited. These items were immediately removed from the pt. Pt received 1st and 2nd degree burns to the face. Further extent of injury is unknown but not suspected. Electro surg unit was inspected on 10/30/96, by contracted biomed maintence. Unit was determined to be operating properly and was in calibration. No problems noted with equipment of components. Surgeon used a sensory control, hand control pencil (disposable). No apparent problems noted with disposable device. Electrosurg unit was set at mono, speed 0.25.